Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited auto mode switch episodes. The device was oversensing p-wave leading to competitive atrial pacing. The patient was asymptomatic. Programming changes were made.